Manufacturer narrative:
Concomitant medical devices: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3 387s-40, lot# v053450, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v055601, implanted: (B)(6) 2007. Product type: lead, product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
A consumer reported the patient had problems thinking and a fall with a head injury a couple years ago. The patient had been having problems thinking and passing out that started a couple years ago. This was better for a while, but it had started again. Three weeks ago, the patient blacked out, fell, and hit their head. The patient stated it hurt underneath the implantable neurostimulator (ins), but they had not complained until a few weeks after the fall. The reporter did not think the ins was affected because they would know if it was not working. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.